Event description:
It was reported that the patient with this spectra concealable penile prosthesis was dissatisfied as they had a floppy glans. The physician remeasured the device and replaced with a 11 mm tactra and performed penoplasty. No further patient complications were reported.

Event description:
It was reported that the patient with this spectra concealable penile prosthesis was dissatisfied as they had a floppy glans. The physician remeasured the device and replaced with a 11 mm tactra and performed penoplasty. No further patient complications were reported.